Event description:
During abdominal surgical procedure, pt sustained a 1 x 4cm full thickness burn on their right posterolateral thigh, the site of the electrosurgical dispersive pad placement. It appears the pad had shifted after placement.